Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported during impella placement the cannula was kinking. Reportedly the insertion of the impella went smoothly, however a fluoroscopy indicated kinking in the cannula proximal to the outlet. The impella flow dropped, and the patient¿s blood pressure dropped significantly from 100 to 50. The team tried to adjust the position with no improvement resulting in the team suspecting the issue was the patient¿s anatomy. The impella placement was aborted, and an intra-aortic balloon pump placed for support. The impella was replaced. There was no patient harm.

Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. Data logs were not received. Visual inspection of the returned pump revealed a minor cannula kink proximal to the outflow cage. No other damage or abnormalities were found. When the pump was run, its performance was within specification and no relevant alarms occurred. Product damage (cannula kink) : after reviewing the clinical information, it was determined that the cause of the cannula kink was most likely patient anatomy. Low pump flow: this complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-19636. G1 reporting contact email revised on manufacturer device report 1220648-2024-19636 in accordance with updated procedures.